Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-05988. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. A full recapture was required as the device was not in a sufficient location; however, it was difficult to recapture. The physician was able to get the shoulders and the anchors of the closure device into the delivery system, but there was a few millimeters of it still sticking out. The physician ended up re-deploying the closure device to attempt another recapture. This time the recapture was easier. The device was removed and exchanged for a different device to complete the procedure. No patient complications were reported and the patient's condition is fine.